Manufacturer narrative:
Only one report of a gi bleeding event was previously received and was reported under medwatch MFR report# 2916596-2015-00146. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 11 months. A correlation between the device and the report of gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was placed on the transplant list as status 1a due to recurrent episodes of gastrointestinal bleeding. The patient was stable as an outpatient at the time of the transplant on (B)(6) 2015.